Manufacturer narrative:
(B)(4).

Event description:
The complainant reported an under-delivery. The intended delivery amount was 60 ml/hr; however, the actual amount delivered was 62 ml over 90 minutes.